Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was observed to have a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed visually and it did not have any damaged cables. Additional observation : the instrument was found to have a broken tube extension at the orange plastic section and no pieces were missing. Thermal damage was not observed. The proximal clevis at the base of tube extension was found to be dislodged.

Event description:
Refer to h11 for follow-up information.